Event description:
Further information was received indicating that the patient underwent a lead replacement surgery on (B)(6) 2015 due to lead discontinuity. The patient's vns system was tested upon connection of the new lead to the existing generator and system diagnostics returned impedance results within normal limits. It was reported that the explanted device will not be returned to the manufacturer.

Event description:
It was reported that high impedance (>=10000 ohms) was observed on vns patient's system during a generator replacement surgery on (B)(6) 2015. The generator was replaced due to battery depletion. Further information was received indicating that lead revision surgery is planned on (B)(6) 2015. No known surgical interventions have been performed to date. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.